Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. The u-blade stopped short of the final position. The surgeon extracted the u-blade and changed to the standard lag screw and the procedure was completed.

Manufacturer narrative:
Device not being returned. No evaluation will be performed. If the device becomes available, it will be reported on a supplemental report.